Manufacturer narrative:
Component code: g03001. D8: was this device serviced by a third party? No. An evaluation of customer data was performed. And identified, that the patient sample was abnormal. The plt histogram from this sample did not show the typical size distribution, but displayed a multi-modal distribution with multiple peaks. The presence of large plt was subsequently confirmed by smear review. Additional issues were identified, with the results for this sample with respect to other parameters such as resistant rbc and mpv. Based on the information provided, the issue was likely, due to the pathology of the samples. Review of tracking and trending for the cell-dyn ruby analyzer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby analyzer, serial number (B)(6) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier was truncated due to system limitations. Full sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned platelet results generated for one patient while using the cell dyn ruby analyzer. The following information was provided: sid: (B)(6). Result generated with edta sample tube: 5.k./ul, repeat 6., and 18. K/ul. Repeat with another method: 61. K/ul. Repeat with thromboexact 70. And 100. K/ul. Repeat with manual smear estimate approximately 80. K/ul. All other parameters were within the normal range for this patient. Another sample was obtained (B)(6) 2021 and the result was 106. K/ul. No flags were obtained for the plt value. This result was verified with a manual smear and larger platelets were noted. No impact to patient management was reported.